Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection found that the pump was in good physical condition. Review of the device data log noted a motor rate error message was recorded. Functional tests included occlusion testing. The motor rate error was able to be duplicated using the same infusion rate as the customer. It was found that normal wear to the motor and motor assembly caused the issue. The motor assembly, including the stepper motor, was replaced. The device then passed functional and delivery testing. Based on the evidence, the complaint was confirmed. The root cause was normal wear to the motor assembly.

Event description:
It was reported that a medfusion¿ medfusion® 3500 syringe pump's motor was not turning. No patient involvement or injury was reported.